Event description:
It was reported that a patient underwent a partial epidermectomy surgery on (B)(6) 2022 and suture was used. One day later, the wound occurred with redness and swelling. The patient had poor wound healing. The suture was not removed, however, re-debridement was given. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure.unk. Name of index surgical procedure? Epidermectomy. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Other. On what tissue was the suture used?----subcutaneous tissue. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)?interrupted. How was the suture originally tied (multiple knots, square knot, etc.)?unk. Please describe any medical/surgical intervention required for this suture event including dates and results.unk. Was the suture removed?no, re-debridement was given. If yes, what the patient re-sutured?na. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?unk. Other relevant patient history/concomitant medications?-----unk. Were cultures performed? Results? -----no culture was performed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?------no. What is the physician¿s opinion as to the etiology of or contributing factors to this event?----- the physician considered that the suture may be contaminated which would be factor. What is the patient's current status?-----the patient was in a good condition. If applicable, will product be returned? If so, please provide the return date and tracking information.----the sample was sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in further detail what is meant by the statement ¿the physician considered that the suture may be contaminated which would be factor¿ did the physician think that the suture became contaminated during the procedure? Did the physician think the suture was already contaminated when the package was opened? Was the package received "opened" or damaged? Trade name - irgacare®. Active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/14/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summar:y four packets of product code vcp433 were received for evaluation with the packaging closed, the unopened samples were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on winding former. The sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested and the following was obtained: please explain in further detail what is meant by the statement ¿the physician considered that the suture may be contaminated which would be factor¿ did the physician think that the suture became contaminated during the procedure? No. Did the physician think the suture was already contaminated when the package was opened? Yes, physician thought the suture was contaminated already before open the package the , even the package without damage was the package received "opened" or damaged? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information stated that the package was not received open or damaged. Why is it believed that the suture was contaminated? Was the package received "opened" or unsealed? Were there any rips, tears, or holes in the packaging? Did the patient have an infection?